Manufacturer narrative:
The pump exchange on (B)(6) 2017 was reported under medwatch MFR report number 2916596-2017-01515. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 15 days. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had undergone a pump exchange on (B)(6) 2017 due to suspected pump thrombus. The patient expired on (B)(6) 2017. The preliminary autopsy report indicated that the expiration was most likely ischemic heart disease complicated by long-standing coronary atherosclerosis and occlusion requiring multiple surgical interventions with associated complications. The significantly occluded atherosclerotic and thrombosed left anterior descending coronary artery likely caused the most recent anteroseptal myocardial infarction. The longstanding cardiomegaly with recent surgical insertion of heartmate 3 lvad and associated organized thrombus could also have contributed to the continued cardiac ischemia. The recent pump thrombosis and ventral hernia mesh infection required surgical interventions, which led to the clinically diagnosed vertebral artery dissection, brain stem infarction, and coma. There was no gross evidence of visceral perforation or pulmonary embolism. No further information was provided.

Manufacturer narrative:
Requests for product return were issued to the hospital; however, the pump has not been returned to date. The explanted device was not returned for evaluation; therefore, a direct correlation between the device and the reported events could not be conclusively established. Peripheral thromboembolic events, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.